Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that the guide wire coating peeled off. Two guide wires were selected for use. However, the outer coating peeled off and the inner movable core was visible. No patient complications reported.